Event description:
Paramedics responded to a possible suicide victim. The pt was connected to the device with disposable defibrillation/ECG electrodes and ECG electrodes and diagnosed as asystolic. External pacing was administered while the pt was loaded up to begin transport to the hosp. According to the reporter, the device stopped pacing intermittently whenever it and the pt were moved and had to be manually restarted each time. The pt was transported to the hosp but was not resuscitated. The reporter indicated the alleged device malfunction did not cause of contribute to the pt's death because they were not viable.